Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that their controller screen was showing ¿software not available.¿ they mentioned that they first noticed the screen a couple of months ago and noticed it again when they went to charge their ins recently. The patient stated that they reset the controller battery pack, which resolved the issue, but it resulted in losing the high-density (hd) settings for their ins. They noted they were on group a program 1 at 6.2 prior to seeing the ¿software not available¿ screen over the weekend. Patient services asked to clarify if the patient was seeing the ¿settings not available¿ screen, but the patient stated that they know the message had the word ¿software.¿ upon syncing with the ins at the time of the report, the noted that they were on group c program 1 at 7.8. The patient then changed group a program 1, which showed 6.5, but they did not feel the hd settings, and rather feels constant stimulation. They stated that their manufacturing representative (rep) programmed the ins to hd settings so the stimulation would go off every 30 seconds rather than continuously, in order to prevent the ins from depleting so quickly. Since then, the patient noticed that they lost the hd settings, and noticed that they are charging the ins more frequently. The patient also mentioned that the ins is working for their right leg, but still not in the way that it should. They added that they were falling because their leg was giving out. They noted that this occurred following their reprogramming appointment with the rep. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 97714, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of having to recharge more often/rapid battery depletion was unknown to their office. The hcp reported that a manufacturer¿s representative (rep) reprogrammed the patient on (B)(6) 2019. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient regarding their implantable neurostimulator (ins). It was reported that she has been programmed before but is unable to get pain from her right leg. Patient was looking to get in contact with a more experienced rep as the other reps she has met for reprogramming are not able to address her therapy concerns. No further complications were reported/anticipated. On (B)(6) 2019 additional information was received from the healthcare professional. It was reported that patient fell prior to 7/15 appointment and injured right leg. No cause was determined other than possibly related to fall. Stim was reprogrammed and it was unknown if the issue was resolved or not. No further complications were reported/anticipated. On (B)(6) 2019 additional information was received from the patient who reported that the issues have resolved. On (B)(6) 2019 additional information was received from the patient reporting that the patient was having to charge their ins too often. They stated that they would charge to 100 percent and not even halfway through the day the ins battery would already be down to 40 percent. The caller stated that a full charge used to last them an entire day and they only had to charge once. Now the caller stated that they were having to charge twice a day. They stated that it never used to be like this and that this was a sudden change. The caller stated that they had high density settings, but they had not changed anything on that. They stated that their device/therapy was very important because it took away the pain in their right leg. The caller was redirected to follow-up with the healthcare provider (hcp) to have the device checked and discuss their concern on having to recharge more often. The event began about two weeks ago in (B)(6) 2019. The patient indicated that they would call their hcp and manufacturer representative (rep). The patient also repeating information previously reported indicating that they had fallen about seven times until they got the programming right as their pain was so intense. No further complications were reported/anticipated.